Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic inspection and evaluation of the returned suspect device finds the tap was not blocked as reported. Medtronic representative was able to pass a guide wire completely through the instrument. The instrument is not bent and the tip is not damaged. No problem found. Issue could not be duplicated.

Event description:
A medtronic representative reported a 5.0mm tap (cannulated) that was clogged. This condition was identified when putting the tap through normal steam wash. There was no patient present.